Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The fsr verified the module would not fully boot. The module is only configured in one of the three configurations to measure vacuum, which explains why the customer had not noted failure. The fsr installed a new module, assigned and completed testing. The fsr downloaded the data logs. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device and while performing notice of field correction (nfc), he noted the light emitting diode (led) on pressure module was continually cycling between off, amber and red. The module was not recognized by the system and would not display on the service screen. The fsr reseated the module, but there was no change. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the reported issue was duplicated. The product surveillance technician (pst) observed the light emitting diode (led) status on pressure module to continually cycle amber, red, green and off. The issue was isolated to the module¿s generic board. When a lab-use board was swapped in, the module operated as intended. There was no damage noted on the generic board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.